Event description:
Reportedly, while using the endo grasp in the pt cavity, a jaw broke, and it fell into the cavity. It was retrieved immediately. No injury. Used another device. Sex: unk. Procedure: lap chole.